Manufacturer narrative:
(B)(4). The initial date of the event occurrence was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event for one day. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported and other unknown intraperitoneal antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date, antibiotic therapy was discontinued and the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.